Manufacturer narrative:
(B) (4). (B) (4). Abnormal oxygen saturation. Pain occurred. Urinary retention. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2010. Concomitantly a dilation and curettage and a hysteroscopy before and after the procedure was done. The procedure went well, but the pt immediately developed pain and was admitted to the hosp. In one to two days, the pt developed urinary retention and required a foley catheter for several days. The pt was treated with toradol, a series of antispasmodics, muscle relaxants and narcotics without improvement. A pelvic ultrasound was negative. An abdominal CT scan showed no abdominal pathology but a small effusion. The pt's oxygen saturation was abnormal with an undetermined cause. Everything resolved spontaneously and the pt is fine. The surgeon opines that only time helped the pt's condition.